Event description:
The user facility reported that the finecross device was successfully used to cross a heavily calcified sub-total occlusion. While retracting the finecross device at the end of the procedure the tip of the microcatheter broke and remained in the patient. The physician was not able to retrieve the broken tip. The procedure outcome was a success. There was no impact to the patient's health. The patient was in stable condition.